Manufacturer narrative:
The intraocular lens (iol) was received and transferred to the manufacturing site for analysis. The explanted lens was replaced with a different diopter, surgeon commented this was not a product complaint suggesting this event was not caused by the iol. All information currently available is included in this report. A supplement report will be filed as necessary when additional reportable information becomes available

Manufacturer narrative:
The returned iol was measured for diopter and was correct as labeled, 23.5 d. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. Patient outcome was not reported. All information received is included in this report.

Event description:
It was reported the multifocal intraocular lens (iol) was explanted 5 weeks after initial implant. The surgeon felt another diopter was more appropriate and the iol was not the cause.